Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shutdown unexpectedly. Customer's blood glucose level was 324-325 mg/dl. Customer was able to resume insulin therapy on their pump.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 324-325 mg/dl. The customer continued to use their pump for insulin therapy.

Manufacturer narrative:
B5, h6.